Manufacturer narrative:
The pump passed the displacement test. Hardware low level failure alert alarmed during self-test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6) and variable (0c) due to a software error. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no audio signal. Blood glucose was unknown. Insulin pump had error but self test passed. The insulin pump will be returned for analysis.